Event description:
The dentist reported that after 1 year and 4 months the dental implant was installed in intraoral region # 3, it was verified its non osseointegration. The implant was immediately carried out, forty ncm of primary stability was achieved and immediate load was not performed.